Event description:
The field engineer reported that the system displayed a communication failure error message that prevented the system from powering up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cables to the power signal interface boards were replaced as well as the interconnect cable. The system was then found to be operating as intended.